Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Blaise had a communication issue with pcu8015 and alaris system maintenance software. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I remote in to blaise's computer. The issue was addressed by closing and reopening alaris system maintenance software program. Blaise was able to connect pcu to system maintenance software and perform pm on his unit. Ref: (B)(4).